Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The peritonitis event occurred for three days. It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the peritonitis was still ongoing. Action taken with pd therapy was not reported. No additional information was available.